Event description:
Revision surgery - converted to reverse total shoulder due to subscapularis failure..

Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-01411; 521-07-246, s800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.